Event description:
It was reported that this right ventricular (rv) lead had dislodged. It was believed that this was associated with loss of capture and r-waves decreased. Subsequently, the patient underwent a revision procedure, and this product was successfully repositioned. No additional adverse patient effects were reported.